Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lung biopsy procedure. While being applied to the lung tissue, there was poor staple formation. It was necessary to reinforce the information of the load with the reinforcement, it should not slide in the fabric because the reinforcement can come out. The suture that claimed the recharge in the proximal part of the load broke off but did not fall into the patient cavity. The device did not fire. The case was completed using a new reload. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph. Photographic inspection the device noted that the buttress was torn from the proximal end on the cartridge side. Functional testing could not be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.